Event description:
Medication safety nurse reported she received a vague report from the primary nurse of an ICU pt receiving an albumin secondary infusion (glass bottle) at a rate slower than expected. Rn changed to primary infusion tubing and infusion ran with no issues. No pt harm or medical intervention was reported. No further pt/event info was provided.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.